Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(6) no anomalies found , outer insulation cosmetic esc and torn, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, was analyzed and subsequently tested out of specification. The cause of death is being requested.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, outer insulation cosmetic esc, outer insulation cosmetic depression. Proximal segment returned and analyzed.